Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sionblue, guide cath: hyperion 6f jr3.5. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and concentric, de novo. Distal right coronary artery that was 90% stenosis. A 2.5 x 15 mm traveler balloon catheter ruptured at 4 atmospheres during the first inflation. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.